Manufacturer narrative:
Bci offered to send service to investigate the event but customer declined the offer. Per the customer supplied quality control (qc) charts, both levels of tsh qc were within the customer's established ranges prior to and after the event. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously low thyroid stimulating hormone (tsh) result below the normal reference range for one patient generated on the unicel dxi 800 access immunoassay system. The customer re-ran the samples and the result was within the normal reference range. The initial erroneous result was reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.